Manufacturer narrative:
Citation: mikolaj kosek. Transcatheter aortic valve implantation in patients with bicuspid aortic valve: a series of cases. Kardiologia polska. 2015; 73 (8): 627¿636. Doi: 10.5603/kp.a2015.0068 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation in patients with bicuspid aortic valve. All data were collected from a single center between january 2009 and may 2012. The study population included seven patients (predominantly female; mean age 78 years), five of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients adverse events included: moderate to mild paravalvular leak, which was attributed to medtronic product. Other adverse events include one case of access site bleeding, and two permanent pacemaker implantations. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between these observed adverse events and medtronic product. No additional adverse patient effects were reported.